Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited: objective lens adhesive had peeled off. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h6. Corrected field: e1. The reporter¿s name was inadvertently added and should be left blank. The facility name should be ¿olympus¿ in the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the adhesive around objective lens was peeled could be caused by stress of repeated use, external factors, or handling. The event can be detected and prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3. 3 inspection of the endoscope". Olympus will continue to monitor field performance for this device.